Event description:
Allergan aesthetics received additional information, the cooladvantage coolcore applicator was used during treatment on (B)(6) 2020. Patient developed paradoxical hyperplasia (pah/ph) 6 months post treatment.

Manufacturer narrative:
Additional information:a2, a4, b5, d1, d4.

Event description:
Allergan aesthetics received a report of a patient treated lower and upper abdomen with coolsculpting may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.